Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in december 2022 and no other similar events have been reported. Based on the collected information, no systematic failures of the essenz hlm can be pointed out. It cannot be excluded that an isolated/intermittent/temporary issue, that the customer immediately resolved by turning the knob, happened during the case and was probably due to how the system was set up and procedural conditions.

Event description:
See initial report.

Manufacturer narrative:
According to follow up with the customer, the issue was a technical alarm. The pump which stopped was controlled via a control unit the installed essenz software version is 1.2 serial read out (real time device parameters and setting recording file) of the pump was collected. However, only information from the day before the event were present. Logs were pulled several times and no further data collected in the file. The machine was checked out by the field service engineer and no issue could be reproduced: essenz was operating without deviations. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, the roller vent pump rpd85 stopped. An alarm message was shown on the cockpit. However, the customer cannot remember the exact number. A turn on the knob of the control unit restarted the pump. The issue did no reoccur during the procedure there is no report of any patient injury.